Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1pcfj, implanted: (B)(6) 2018, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that shortly after she got the implant, she got hematoma and they removed the implant as a precaution but did not necessarily think it was the cause

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use, during the event include: brand name: interstim, product ID: 3889-28 (lot#: va1pcfj), product type: 0200-lead, implant date: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider. Regarding a patient, who was implanted with an implantable neurostimulator (ins). For gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call, was to get MRI information. The caller indicated, that the patient had the device system removed, but a portion of the lead remains implanted. The caller did not have any other details about the status of the system or the damaged lead. Troubleshooting was not required. The issue was not resolved through troubleshooting. Agent reviewed MRI information.